Manufacturer narrative:
No additional information was able to be obtained. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported by the patient's spouse that the patient implanted with this pacemaker complained of shortness of breath and dizziness. The patient had undergone a holter exam, which appeared to show that the pacemaker was not working. No further details were provided from the patient's spouse. No adverse patient effects were reported. Available information indicates the device remains implanted and in service.